Event description:
It was reported that the aleutian an lordotic inner inserter broke and was jammed into the aleutian an lordotic outer t-handle sheath intra-operatively. The procedure was completed successfully without surgical delay.

Event description:
It was reported that the aleutian an lordotic inner inserter broke and was jammed into the aleutian an lordotic outer t-handle sheath intra-operatively. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
The device was visually inspected. It was observed that the proximal threads of the inserter, which engages to the outer shaft internal threads, was fractured. Complaint history records were reviewed for this lot, no similar complaints were identified. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The instrument has been out in the field for more than 5 years. Factors such as consistent use of the instrument throughout its lifetime may cause fatigue on the instrument, leading to the observed fracture. The most likely root cause of the reported event was determined to be normal wear. Correction: further review of the risk documentation, device history, and the reported information regarding this event do not suggest a recurrence of this event would result in a serious injury. This event is no longer suggested to be reportable.